Manufacturer narrative:
A company service rep examined the system and verified the event log. The rep completed temperature optimization. The service rep also observed communication issues between the host and the laser module. The laser controller pcb was replaced. Laser system calibration was completed and preventive maintenance was performed. The system was then tested and met all product specs. The replaced laser controller pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported, the laser shut down during a case. The system was switched out and the case was completed. There was no pt injury reported.